Manufacturer narrative:
The company service representative examined the system and confirmed the system message reported. The contacts were cleaned, functional, and operational tests were performed. The system was then tested and met all product specifications. A review of complaints for the last 24 months did not indicate any additional, similar complaints associated with this system. (B)(4).

Event description:
Adverse event(s): "no patient injury reported" (no consequences or impact to patient). Product problem(s): "system message displayed" (device displays error message). The customer reported a system message displayed during surgery. The surgery was not completed. Multiple attempts were made for patient status with no response to date. No patient injury was reported.